Manufacturer narrative:
As reported, button #1 of a 6f/7f mynx control vascular closure device (vcd) would not depress and deploy after multiple attempts. Therefore, the balloon was deflated; and the device was removed. Manual pressure was held for fifteen (15) minutes and hemostasis was achieved. Of note, an unknown stent was present in the right iliac proximal to the access site; the physician was aware and wished to proceed with the mynx control vcd. In recovery, manual pressure was held for an additional twenty (20) minutes and hemostasis was achieved with bruising present. A hematoma (of a softball size) was noticed within five (5) minutes on the lateral right hip. The patient was sent home three (3) hours later. There was no reported patient injury. The patient had a history of peripheral artery disease (pad). The physician was a trained mynx device user. The procedure used a retrograde approach. Two non-cordis sheaths were used in the procedure. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the device packaging prior to use. After an angiogram, the 6f/7f mynx control vcd was inserted into the right femoral artery. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The head and the side arm of the unknown sheath was hooked into the green hub of the device. The balloon was inflated and confirmed. The mynx control vcd was pulled back until resistance was felt against the arteriotomy and the black indicator line was aligned with marks on both sides of the indicator window. There was no damage noted to the button. Button#1 was attempted to pressed but the button could not be depressed at all. The device storage temperature did not exceed 25 °c. There were no kinks noted in the sheath or device after removal. There were no damages noted to the sealant sleeves after removal. Heparin was used in the procedure however, the dosage was not provided. The vessel did not have stenosis greater than fifty percent at the puncture site. The target femoral site was not previously closed with any closure device prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the mynx vcd. There were multiple sheath exchanges. The procedural sheath used was not larger than 6f. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick) nor below the bifurcation (low stick). The physician and staff did not believe that the mynx device had anything to do with the patient developing a hematoma. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned. Per visual analysis, button 1 was depressed approximately 1/4 of its total travel, button 2 was not depressed, the procedural sheath was locked on the sheath catch, and the sealant was observed at the distal end of the sealant sleeve. It was noted that the sealant grip tip was soaked in blood and adhered to the polyimide shaft. Per microscopic analysis, the sealant¿s outer sleeve at the distal end of the catheter was slightly split opened and kink/damaged. The sealant was protruding from the sleeve, exposed to blood and appeared to have swelled. These conditions may contribute to the difficulty depressing button 1 to deploy the sealant. It is unknown whether the kink /damage on the catheter shaft occurred during the procedure or during subsequent handling. Per functional analysis, the investigator was able to re-set the device and deploy the button with no issues after the sealant was removed and the cartridge has been straightened out. A product history record (phr) review of lot f2002901 suggest that the failure may be related to a nonconformance with this lot. The reported ¿mynx control button 1 frozen/locked¿ and ¿hematoma¿ were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as damage to the sealant sleeves and the sealant being exposed to blood, may have contributed to the reported events. Hematomas are a known complication of this procedure and listed in the instructions for user (IFU) as such. It is possible that patient factors, pharmacological factors or procedural factors may have contributed to the reported event. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. The phr review suggests that the event may be related to a nonconformance with this lot. However, the product analysis did not confirm a malfunction. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, button #1 of a 6f/7f mynx control vascular closure device (vcd) would not depress and deploy after multiple attempts. Therefore, the balloon was deflated; and the device was removed. Manual pressure was held for fifteen (15) minutes and hemostasis was achieved. Of note, an unknown stent was present in the right iliac proximal to the access site; the physician was aware and wished to proceed with the mynx control vcd. In recovery, manual pressure was held for an additional twenty (20) minutes and hemostasis was achieved with bruising present. A hematoma (of a softball size) was noticed within five (5) minutes on the lateral right hip. The patient was sent home three (3) hours later. There was no reported patient injury. The patient had a history of peripheral artery disease (pad). The physician was a trained mynx device user. The procedure used a retrograde approach. Two non-cordis sheaths were used in the procedure. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the device packaging prior to use. After an angiogram, the 6f/7f mynx control vcd was inserted into the right femoral artery. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The head and the side arm of the unknown sheath was hooked into the green hub of the device. The balloon was inflated and confirmed. The mynx control vcd was pulled back until resistance was felt against the arteriotomy and the black indicator line was aligned with marks on both sides of the indicator window. There was no damage noted to the button 1. The button#1 was attempted to press. The button could not be depressed at all. The device storage temperature did not exceed 25 °c. There were no kinks noted in the sheath or device after removal. There were no damages noted to the sealant sleeves after removal. Heparin was used in the procedure however, the dosage was not provided. The vessel did not have stenosis greater than fifty per-cent at the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the mynx vcd. There were multiple sheath exchanges. The procedural sheath used was not larger than 6f. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick) nor below the bifurcation (low stick). The physician and staff did not believe that the mynx device had anything to do with the patient developing a hematoma. The device will be returned for evaluation and the last unused device within same box will be returned as the physician is not comfortable using it. Additional procedural details were requested but are unknown.